Manufacturer narrative:
(B)(4). Date sent: 12/13/2024. The device upon which this medwatch is based has been received, however, the evaluation is not yet complete. Any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported that the transplant surgeon who fired the stapler used the pve35a 35mm vascular stapler on a liver donor case. Surgeon claimed he had a misfire with the powered vascular stapler. Surgeon stated he fired 5 reloads on various areas of the liver and placed the 6th reload on the hepatic vein. In the last firing, the stapler sounded like it was struggling. Once opened the jaws at the end of the knife cycle, the vein exploded. There was intense bleeding and the staples did not form properly. The patient was in critical condition but is stable today, (B)(6) 2024). The patient did require a blood transfusion.

Manufacturer narrative:
(B)(4). Date sent: 12/6/2024. D4: batch # unk. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Additional information was requested and the following was received: 1. Please confirm, was there another stapling device used in procedure for liver parenchyma? No 2. Please provide the sequential order of structures the pve device was fired upon for all firing? Segment 5 branch of middle hepatic vein, segment 8 branch of middle hepatic vein, 1 or 2 small portal pedicles within the liver parenchyma, main right portal vein, right hepatic vein 3. Were weck hemlock clips utilized in the procedure? No 4. What was the total estimated blood loss (ml)? 3800ml 5. Was a transfusion required? Yes 6. How was the bleeding addressed? Manual compression, vascular clamp, sutures 7. What was the pre and postoperative anti-coagulant and pain management protocol? Low dose subcutaneous heparin for dvt prophylaxis IV followed by oral hydromorphone for post op pain management, plus acetaminophen 8. Was the bleeding intraluminal or extraluminal? Bleeding directly into the abdominal cavity this report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
(B)(4). Date sent 12/17/2024. D4 batch #139d59. Investigation summary the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that one pve35a device was returned with no apparent damage and along with 6 reloads (b-g) present. The reloads were received fully fired with no apparent damage. The device was tested for functionality in the straight position with a test reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples meet the staple release criteria. The event described could not be confirmed as the device performed without any difficulties noted. This report is not intended to deny that you experienced a problem with the device. There may have been other circumstances or issues that occurred during the use of the device that we were unable to duplicate during our laboratory analysis. Although no conclusion could be reach on the cause of the reported event, the instructions for use do contain the following caution: tissue thickness should be carefully evaluated before firing any stapler. Holding the jaws in place for 15 seconds after closing and prior to firing may result in better compression and staple formation. When positioning the stapler on the application site, ensure that no obstructions such as clips, stents, guide wires, etc. Are within the instrument jaws. As part of ethicon¿s quality process, all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device batch number 139d59, and no non-conformances were identified. Additional information: I did not see any deck damage on any of the six reloads that were received. The reloads were not labeled when I received them, so I have no idea about the firing order.

Manufacturer narrative:
(B)(4). Date sent: 1/16/2025. Additional information received: another surgeon was called in to address the bleeding. Per the sales rep, the surgeon has been using the device since the end of 2021. Since this incident, they have been using a no knife device by medtronic for use on hepatic vein. The surgeon has requested a no knife version of the ethicon device to be used in donor procedures.